Event description:
Procedure type: vats. According to the rptr: customer states that the thoracoport snapped off while being removed. No pieces were found in pt, after surgeon performed mini laparotomy to check. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(4) 2011.